Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during testing, the cs100 intra-aortic balloon pump (iabp) unit had an autofill failure, failure to fill high.

Event description:
It was reported that while unit was in clinical engineering and out of use, the cs100 intra-aortic balloon pump (iabp) unit had an autofill failure, failure to fill high. There was no patient involvement.

Manufacturer narrative:
The problem did not occur during the whole day but as a preventive measure, customer replaced condenser module with a used other. After this equipment remained in operation for 8 hours and experienced no faults. Equipment is released for use.

Event description:
N/a.